Event description:
Device service required prompt, beeping. No patient involvement.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault of ¿warning, low battery, device service required¿ prompts alongside a flashing red status indicator and failure chirp. When disassembled for investigation, the fault was attributed to failure of the negative terminal pogo pin. Pogo pin faults can be intermittent in nature. Should a connection between the pogo pins and contact collars fail, adverse consequences are likely.

Event description:
Device service required prompt, beeping. No patient involvement.